Manufacturer narrative:
(B)(4). The device will not be returned and no sterile lot number was provided, therefore no DHR review nor product analysis will be completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that when they were performing a routine check of inventory, lint was noticed inside the pouch of a 9f 0.098 str endo guiding catheter. The devices were used at the research company on pigs. There was no adverse event to the pig. The device was discarded.

Manufacturer narrative:
Complaint conclusion: it was reported that when they were performing a routine check of inventory, lint was noticed inside the pouch of a 9f 0.098 str endo guiding catheter. The device was located a research company that performs procedures on pigs. There was no adverse event to any pig. The device was stored and handled as per the instructions for use (IFU). There were no other anomalies or damages noted to the device or packaging. The integrity of the sterile pouch was not compromised. There was no sterile lot number provided and the device will not be returned, therefore neither the product analysis nor the device history record (DHR) review will be completed. A photograph of the alleged complaint was provided that shows a material on the package. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time.